Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 3 days (B)(6) 2022, (B)(6) 2000, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded while initial functional testing was being performed during the manufacturing process of the controller. Events occurring on (B)(6) 2000 were recorded as default dates. The driveline was connected to the system controller on (B)(6) 2022 and remained connected to the system controller throughout the log file. There were no notable alarms active in the log file. An additional log file from the heartmate 3 system controller (serial number: (B)(4) was submitted for review and showed events spanning approximately 5 hours (B)(6) 2022 from 06:20:34 ¿ 11:46:28 per timestamp). Driveline power fault alarms that were correlated with power b broken were active throughout the log file. The driveline was never disconnected throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional log files were submitted for review and showed overlapping events spanning approximately 4 hours (B)(6) 2022 from 08:02:31 ¿ 12:34:36 per timestamp). Driveline power fault alarms that were correlated with power b broken were active on (B)(6) 2022 from 08:02:31 ¿ 10:50:10. Pump operation was not affected by these alarms. Driveline power fault alarms that were correlated with power a broken became active on (B)(6) 2022 from 10:53:06 - 12:31:13. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional log file was submitted for review and showed events spanning approximately 30 minutes (B)(6) 2022 from 08:02:41 ¿ 08:31:14 per timestamp). Driveline power fault alarms that were correlated with power a broken were active throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional log file was submitted for review and showed events spanning approximately 3 hours (B)(6) 2022 from 08:29:31 ¿ 11:36:04 per timestamp). A brief driveline disconnect event was captured on (B)(6) 2022 at 08:29:31. The beginning of the event was pushed out of memory and a specific cause for the event could not conclusively be established through this evaluation. The driveline was reconnected on (B)(6) 2022 at 08:29:35. Driveline power fault alarms that were correlated with power a broken were active throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The root cause for reported issue of driveline power faults was isolated to fluid ingress found in the returned modular cable and the pump cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number:(B)(4) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital on (B)(6) 2022 because the patient let the 14v emergency backup batteries (ebb) die and was on his backup battery for about an hour. The patient was given new batteries and sent back to the detention center. The patient had wear and tear right by the driveline exit site. X-rays showed a minor kink in the driveline near the exit site. Alarms started the evening of (B)(6) 2022 . Log file review captured a pump stop because the driveline was disconnected. The controller clock was also corrupt which was most likely caused by the patient allowing the external batteries and ebb to drain. There was also an intermittent driveline power fault (power b broken event). The controller and modular cable were changed. Log files from the new controller and modular cable showed that the driveline power fault has not yet returned. The patient returned on (B)(6) 2022 with return of the driveline power fault alarm on the new controller. Log files showed that the driveline power b fault returned on (B)(6) 2022. Plans to further investigate the issue on site were made. Additionally, it was suggested that the driveline was disconnected through the log files but the patient stated that he did not disconnect the driveline but the validity of his statement was unclear. The driveline connector surface and female pins were cleaned and the driveline power faults cleared. The alarm reappeared on (B)(6) 2022. The alarm was permanently silenced but not cleared - log file review confirmed return of the driveline power fault. An external driveline repair was requested. The new modular cable was replaced during driveline cleaning. The patient returned to the emergency room on (B)(6) 2022 with audible alarms although they were permanently silenced last week. The most recent log files showed a driveline disconnect at 8:30. This was followed by driveline power faults and high current issues. Approval for a driveline repair was being worked on. A driveline repair was done on (B)(6) 2022. The modular cable was replaced again during the driveline repair. Following the repair self-sealing tape was placed over the repair area. The modular cable reportedly came unplugged on the night of (B)(6) 2022. Data from the log file indicated that since the repair both power conductors were delivering the same amount of current to the pump - which was a good sign that the issue had resolved. The driveline repair had seemed to fix the alarms and the patient was discharged home. It was later noted that the patient tended to have issues every time he got arrested. It was found that many of the issues were self-inflicted. Related manufacturer reference number: 2916596-2022-12988, 2916596-2022-13051, 2916596-2022-13050, 2916596-2022-14808.